Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for primary osteoporosis, compression fracture. It was reported that during intra-op of percutaneous kyphoplasty procedure cement leaked from the right side of the vertebral body. There was no track that it has entered blood vessels. There was no health hazard to the patient. Levels implanted l1. No patient symptoms or complications as a result of this event. No delay in overall procedure time. Product implanted and remains in service. Labeling followed throughout the procedure.